Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was ranging from over 500 mg/dl to "high"; although specific value was not provided. The cause of elevated bg was unknown. The customer administered a bolus via the pump to address the bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, treatment resolved issue and there was no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain release date, but no response was received.